Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. Customer was not using pump for insulin therapy at time of event. Reportedly, the customer reverted to manual injections for insulin therapy.